Event description:
The customer stated that she was hospitalized for high blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer did not have the tubing clamp for the high pressure test. Found that the customer might be using the wrong type of infusion set for her body type. Advised the customer on the possible causes for high blood glucose levels. Advised the customer on scar tissue and to try using different infusion set.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.